Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s spouse stated she went to wake her husband and he would not wake or gain consciousness. The called emergency medical service (ems) who performed a bg which was 28 mg/dl; however, the cgm value at the time of the event was approximately 80 mg/dl ¿ 90 mg/dl. The paramedics treated the patient with IV glucose and after the second dose, the patient regained consciousness but remained incoherent with slurred speech. The patient was transported to the hospital and admitted for an unspecified amount of time. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.